Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent repositioning surgery. The recipient's device has been successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device has reportedly migrated. Repositioning surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3 & d.6b. The recipient reportedly underwent repositioning surgery on (B)(6), 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.